Event description:
On (B)(6) 2025, the user reported hyperglycemia accompanied by an alert 35 (insulin occlusion) on the ilet device. The highest recorded blood glucose (bg) was 401 mg/dl. The user completed a supply change, after which insulin delivery resumed, and bg normalized within a few hours. The device provided a high bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.